Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and lead exhibited oversensing which lead to greater than 7 seconds of noise and pacing inhibition of greater than 2 seconds. The noise was found on both the shocking and rate/sensing portion of the right ventricular (rv) lead and it began shortly after implant. Boston scientific technical services (ts) was consulted and suggested there might be a lead issue going on. Attempts to gain additional information regarding outcome of this event have been unsuccessful at this time. Should more information become available this report will be updated. To date, no adverse patient effects have been reported.